Manufacturer narrative:
Batch review performed on 14 october 2024 lot 2306446: (B)(4) items manufactured and released on 27-june-2023. Expiration date: 2028-12-06. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Visual inspection performed by r&d department: revision surgery of a gmk sphere tibial baseplate due to sinking. As reported in the event description, the baseplate size seemed to be too small. Being undersized, it is likely the tibia component was not supported by the outer cortical bone. This could have lead to sinking of the baseplate. From visual inspection of the explanted component, no anomalies can be noted. Residual cement can be seen around the keel and in the bottom surface of the baseplate. There is no evidence to suspect that the event is related to a faulty device.

Event description:
Revision surgery performed due to tibial subsidence. The gmk-sphere tibial tray size 2 implanted during primary was undersized. The surgeon revised the tibial tray and insert and the surgery was completed successfully. A gmk revision tibial tray size 3 with extension stem were successfully implanted. Primary surgery date unknown.